Manufacturer narrative:
The event of unknown surgery was reported to abbott. The patient underwent a pocket revision due to discomfort. The pocket was moved to a deeper position. Extensions remain untouched. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was moved to a deeper position.